Event description:
It was reported to a physio-control service representative that the service indicator on the customer's device was illuminated and that the device would not display ECG in AED mode and therefore would not provide defibrillation therapy. The user was not allowed to use manual mode. Several event codes were logged in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.